Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. UDI #: ((B)(4).

Event description:
The customer reported that there is no ECG wave data on the device. There was no patient involvement reported.

Event description:
The customer reported that there is no ECG wave data on the device and the logs show numerous events wherein the device was turned on without it previously being turned off. There was no adverse patient impact reported.